Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, when performing post inflation after smart placement in an iliac case, a pinhole rupture occurred. The procedure was completed with another device. There were no patient complications reported.